Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing, and lead dislodgement was confirmed via x-ray imaging. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing, and lead dislodgement was confirmed via x-ray imaging. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced. No additional adverse patient effects were reported. This product has not been returned despite good faith efforts thus far. Should additional follow-up information be received in the future, a supplemental report will be issued.